Manufacturer narrative:
The pump was received with intermittent esc, act, up and down buttons due to flattened dome. The keypad connector was inspected and no anomalies noted. There was no cosmetic damage noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had keypad issues in which they had to press the buttons more than once for them to work. The customer's blood glucose level at the time of incident was 88mg/dl. The customer also mentioned of previous contact with paramedics responding to their low blood glucose levels. The customer was advised the pump would be replaced and returned for analysis.